Manufacturer narrative:
(B)(4). This customer reported that during the placement of a pacemaker, the pt went into vf but the defibrillator didn't work. There was no report of death or serious injury. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that during the placement of a pacemaker, the pt went into vf but the defibrillator didn't work. There was no report of death or serious injury.